Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were multiple vhr (ventricular high rate) episodes recorded, along with high impedance and possible lead fracture. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.